Event description:
It was reported that the user, on ilet for about one month, experienced hypoglycemia with a lowest blood glucose in the 60s mg/dl lasting about 30 minutes, which the user treated with crackers and juice and subsequently reported a glucose of 110 mg/dl. Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included self-management of low glucose without medical intervention or hospitalization. Investigation included complaint intake, user education on fast-acting carbohydrate treatment, and troubleshooting to assess potential device-related or use-related factors. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.